Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010, inr = 1.3; (B)(6) 2010, inr = 4.1; inr = 1.2 (few days prior to (B)(6) 2010); inr = 5.3 (a few days prior - actual dates not provided). The doctor had been adjusting coumadin dose. No lab comparisons done at time complaint was called in.

Manufacturer narrative:
Investigation pending.